Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. Mushroom head check passed. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2405 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device history record (DHR) did reveal front panel was replaced on (B)(6) 2024. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that a cycler, alarmed with screen was blank during the end of treatment. The patient was connected during incident and the display was blank. The patient pressed ok, stop, and touched the screen but the screen remained blank, the ok and stop keys made sound when pressed. The patient rebooted the cycler and the ok and stop keys lit up, but the screen remained blank. There was not a power outage, the power cord was securely plugged in, and the power switch was in the on position. The technical support representative assisted the patient in replacing the cycler due to this issue; there was no patient involvement, no harm, or any adverse event reported. A phone call and written attempt have been made to gather additional information, but no further details have been provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.